Event description:
Complaint noticed the tip was broken after she removed it from the underarm of her 4 month old who had been crying. Instructions advise users to inspect before using.-complaint thinks there uf the problem is that common.